Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-05111 and #3005099803-2009-05112 for a description of the other devices. It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure performed on (B)(6), 2009. According to the complainant, during the procedure, they had three needles that came out, but would not go back in. Upon removing the needles, they scraped the wall of the duodenum, but did not perforate it. The scrapes caused additional bleeding, however, no treatment was required. The physician completed the procedure with different bsc devices (a gold probe and an interject needle). No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).